Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler found the heater tray rubbing against the top cover (front panel side). No other physical damage or discrepancies were encountered. There were visual indication of particulates around the catch post area and within cassette compartment. Encountered dim display during start up. The t1 transformer of the inverter board is shorted. The go/no go gauge check passed. Load cell verification failed. The failure was due to contact between the heater tray and top cover caused by a misaligned load cell. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler has a distorted display from power up to power down. Patient reports that they found that the screen on the cycler is fine on the left but almost blank on the right. A scale reading error was also reported. The fresenius technical support representative issued a replacement cycler. The patient was advised to discontinue using the machine and follow-up with their peritoneal dialysis registered nurse (pdrn). It was reported an alternate treatment was available. Additional information was requested but to date, has not been reported. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.